Event description:
The user received discrepant albumin results while running linearity material. The initial result was 10.4 g per dl, repeat result was 9.7 g per dl. The peer mean was 10.49 g per dl. The user stated they did not have any issues with patient results.

Manufacturer narrative:
The field service representative determined the sample may have been the cause. He checked the alignments and functioned of the concerned sections of the analyzer. To verify performance, he ran a precision test.